Event description:
The dealer states the frame on both sides have cracked where the wheels attach at the axle. The dealer states the consumer welded the right frame, but not the left. The consumer is now over the (B)(6) weight limit and the chair is out of warranty.